Event description:
Customer reported, a patient was being transported when the IV tubing tore above upper fitment causing the fentanyl to leak. No patient harm reported. No additional patient or event details were available.

Manufacturer narrative:
(B) (4).